Event description:
Patient died due to peritonitis caused by perforation of the small intestine caused by a non-absorbable prolene mesh placed years prior for a sacro-colcoplexy. Diagnosis for use: vesical prolapse.